Event description:
The customer informed the manufacturer's technical service team that one of the brake pedals on a hospital bed had an incorrect identification sticker. All other pedals were correctly labeled. No adverse events were reported in relation to this issue.